Manufacturer narrative:
The marksman catheter has not been returned for evaluation. Based on the reported information, there does not appear to have been any defect of the device during use. The event occurred in the patient intraprocedurally and its cause could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from core lab data review that a patient experienced perforation during flow diversion. The patient was undergoing embolization treatment of an unruptured sidewall saccular aneurysm measuring 8.6mm x 6.8mm with neck size of 4.2mm located on the left side. The distal and proximal landing zone is 3.45mm x 3.85mm. The patient was on dual antiplatelet therapy. It was reported that during placement of a flow diversion device, the patient experienced vessel perforation resulting in carotid cavernous fistula. The perforation was reportedly due to the microcatheter or guidewire. A second device covered the perforation. Follow up eight months post procedure showed complete stasis with complete obliteration of the aneurysm.